Event description:
Additional information was provided that reveals that this patient is not pacemaker dependent and that the patient will continued to be followed at this time. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that high ventricular pacing impedance measurements were observed on the implantable cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead through the remote monitoring system. Additional information was provided that indicates that this patient was evaluated and the pace impedance measurements remained high and out of range and there was also an increase in the pacing thresholds. There was no noise observed even with pocket manipulation and isometrics. X-ray was previously perfromed that showed no abnormalities. No adverse patient effects were reported. This product remains in-service.